Event description:
It was reported that the patient was in atrial fibrillation with a rapid ventricular response. It was noted that the right ventricular (rv) lead capture thresholds were fluctuating and higher than the previous year. Programming changes to increase output were made. The patient was to receive an electrophyisiology evaluation at an unknown date. The patient was in no distress. The patient was stable.